Event description:
The consumer stated that she experienced vaginal discharge, itchiness and nausea and visited her doctor. Her doctor concluded that her vaginal infections were caused by fragments left behind from her tampons. She was prescribed diflucan for treatment of a yeast infection.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.